Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked water past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6): "2-day-old infant managed for spontaneous prematurity at 29 weeks of amenorrhoea. The nursery nurse notes that the water for injection (wfi) taken leaks from the plunger of the 10ml syringe. This is a recurring incident."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 29-jun-2022 h6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2202251. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed, confirming the reported defect. It has been concluded that the leakage most likely resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe leaked water past the plunger during use. The following information was provided by the initial reporter, translated from french: "2-day-old infant managed for spontaneous prematurity at 29 weeks of amenorrhoea. The nursery nurse notes that the water for injection (wfi) taken leaks from the plunger of the 10ml syringe. This is a recurring incident."